Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual patient data was obtained from the case report forms for patients noted to have had an adverse event. All patients receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. 32 days later, the pt presented with "post-laminectomy syndrome". The investigator noted the event as moderate in intensity. The pt was physical therapy and unspecified pain medications, both by injection and oral, but continued to complain of low back pain. It was reported by the investigator that the condition continued without treatment when the pt was last seen in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.